Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
Cutting issue. This case is from health authority. Reported that during the radical resection of rectal carcinoma after fired, could not cut the tissue. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.